Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-apr-2019 with the following findings: a review of the black box showed no unexplained power interruptions. No data was found in the black box from the time of the reported intermittent power due to continued use. The battery compartment was cracked. No damage was found to the battery cap. The battery cap attached securely to the pump. No power issues occurred during testing. The battery cap contact measurements were found within specifications. The pump leaked at the battery compartment. The pump was opened, and moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked and there was moisture inside it. It was also alleged that there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.